Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection a catheter and a microcatheter were returned with the subject stent. The stent was returned deployed and noted to be deformed. The stent delivery wire (sdw) was noted to be kinked/bent. The stent introducer sheath distal tip was noted to be damaged. The microcatheter was intact. Functional inspection to test the reported event: ¿stent deployed prematurely during use¿ was not required as the event was confirmed during visual inspection. Functional inspection to test the reported event : ¿stent difficult/unable to advance or pullback through catheter¿ could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event 'stent deployed prematurely during use' was confirmed during visual inspection of the returned device. The as reported event 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was returned in a deployed state and was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the device was properly prepared, the sheath was positioned within the valve, and placed in the usual manner. It was advanced approximately 10 cm and then stopped moving. It was verified, and the stent was found inside the microcatheter, as it was no longer in the delivery sheath, and the guide was empty. The specialist attempted to advance the microguide unsuccessfully, then removed the microcatheter completely and confirmed that the stent was inside'. In the follow-up responses it was noted that this is considered a device failure, as the stent advanced up to a certain point in the microcatheter. Therefore, it is concluded by the physician that the issue is not related to the positioning of the sheath. The stent was returned for analysis in a deployed condition and was noted to be deformed in the middle and also towards the proximal (closed cell) end of the stent. The introducer sheath was returned for analysis and the distal tip was damaged (appeared to be crush damage). The stent delivery wire (sdw) was also returned and the proximal end of the wire was kinked/bent. Given the event description, the follow-up replies and the condition of the subject stent components, it is likely that the introducer sheath was initially set up correctly but subsequently and inadvertently moved distally prior to stent advancement out of the sheath. This is supported by the damage noted to the distal tip opening of the sheath. Therefore, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would become damaged as it moves through the damaged distal opening. The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the stent (and very often to the sdw as well). This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported events: stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter and the as analysed events: stent deployed prematurely during use, stent introducer sheath distal tip damaged, sdw kinked/bent and stent deformed. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during transfer/use.

Event description:
It was reported that during the procedure, the microcatheter was positioned, the subject stent was prepared and the sheath was positioned within the valve. The subject stent was advanced approximately ten centimeters into the microcatheter before it stopped moving. The subject stent was found deployed inside the microcatheter shaft. Both devices were removed from the patient. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the microcatheter was positioned, the subject stent was prepared and the sheath was positioned within the valve. The subject stent was advanced approximately ten centimeters into the microcatheter before it stopped moving. The subject stent was found deployed inside the microcatheter shaft. Both devices were removed from the patient. No clinical consequences were reported to the patient due to this event.